Event description:
During an elective replacement procedure, the set screw was unable to be unscrewed. Force was needed to release the right ventricular lead from the device header. A new device was implanted. The patient was stable with no consequences.

Manufacturer narrative:
Visual examination showed stripped setscrew inset walls caused by septum punch-outs in ventricular setscrew inset. Excessive septum punch-outs caused by user¿s wrong insertion of torque wrench was the reason that physician couldn¿t un-screw the setscrew and remove the lead. Analysis shows that setscrew damage was a user-related issue.